Event description:
A battery pack was returned from a (B)(4) distributor for battery faults.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon eval, the battery was found to have low tri cell output voltage reading 0.309v, 0.330v and 0.345v. The cause for the low output voltages cannot be positively determined. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.